Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that shortly after implant, one of the leads "became loose" and a lead revision was done. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.